Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a cre wireguided balloon was used during an endoscopy with dilatation procedure on (B)(6), 2015. According to the complaint, during the procedure, a "small black piece" started coming off of the catheter. The physician removed the balloon from the scope before it fell into the patients stomach. Although it is unknown what the "small black piece" is, the procedure was continued with another cre balloon. It was reported that the balloons were filled with tap water. There were no reported patient complications. The patient's condition after the procedure was reported to be fine.